Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker exhibited right ventricular (rv) loss of capture on every other beat, as well as increased threshold measurements and undersensing. The patient had a heart rate in the 30 beats per minute (bpm) range, and was symptomatic. A surgical revision was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported. The device remains in service with the new lead.

Event description:
Additional information was received which noted that the lead was tested via the pacing system analyzer (psa) during the revision and the high threshold measurements were reproduced. The physician thought the lead may have been damaged. No additional adverse patient effects were reported. The device remains in service.